Manufacturer narrative:
Concomitant products: product ID: neu_ptm_prog, product type: programmer, patient. Product ID: 3093-28, lot# v013728, implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received from a healthcare professional (hcp) reported that the cause of the implantable neurostimulator (ins) explant was unknown. It was noted that the battery was dead and they were not sure if it was in the right place prior. They didn¿t feel it in the right area, but did not really remember as the battery had been dead for 2 years. Since the battery was dead they couldn¿t interrogate it. It was noted that the patient had been suffering from overactive bladder for quite some time. The battery was removed and disconnected from the lead, then they used the module to test the lead. There was no response in the big toe or rectal bellows on the patient. Thus, they deemed this lead was nonfunctional and elected to proceed with placing a contralateral lead with a stage ii placement of all components of the device. The lead was then placed and each electrode was tested for location and the patient¿s sensation again with visualization of bellows and plantarflexion of the great toe. After satisfactory positioning was con firmed with the patient reaction at less than 2 amps, the lead tines was deployed. The lead was then inserted into the ins. Impedances were confirmed to be within normal limits, greater than 50 and less than 4000 ohms. The patient was then transferred to the post- anesthesia care unit (pacu) in satisfactory condition. The lead was implanted in the left s3 foramen and the battery into the right gluteal pocket. The patient was stable and extubated. The patient was going to have the device programmed in the pacu with regard to rate, pulse duration, cycling, stimulation train duration, train spacing, number of programs and alternating electrode polarities. The patient was going to follow up in the clinic in approximately 3 weeks.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported she was going to have surgery to have "everything redone" and really wanted her patient programmer to work. The patient programmer damage was described as the battery cover appeared to be off track and the patient had trouble opening the battery compartment. No out of box failure was noted. The patient's indication for use was urinary dysfunction/sacral nerve stimulation. Additional information received may 5, 2016 reported the issue with the battery cover being off track for the patient programmer had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.